Manufacturer narrative:
The doctor is confident that the swallowed crown passed through naturally and without further incident. The pt is doing fine. Additionally, the crown procedure was redone, and a new crown was cemented to replace the one that fell off. No evaluation was performed: the doctor did not provide lot number info on the product allegedly involved, therefore, evaluation of retain samples could not be conducted. Additionally, he did not return any suspected product to kerr corporation for evaluation.

Event description:
In 2007, a doctor alleged that a crown placed in a pt in 2006, using maxcem had fallen off and was swallowed by the pt.